Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem section d medical device brand name, medical device catalog, medical device model, unique device identifier (UDI), section e initial reporter phone, section g manufacturing location, section h device manufacture date and manufacturer narrative a review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. 1. Case: (B)(4) / wo: (B)(4) - medes- failed drawer - phr2jmr. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 10jan2023, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "drawer 4.1 and 4.2 failed and not detected on bus" was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order wo: (B)(4), the bd fse reported failed drawers upon arrival. Replaced both drawers and retractor bands. Further testing after restarting noting operation restored. Reconfigured. During dchu visual inspection: p/n 151630-01: received with no anomalies to its components, as missing parts, signs of fluid ingress or physical damage. P/n 151622-01: received with thermal damage on component q601, p/n 119879-01: received with signs of thermal damage as discoloration on the foil cover of the copper coil, indicating presence of overheating. P/n 353844-01: both received signs of copper exposure but no signs of thermal damage. During dchu testing: p/n 151630-01: it was noted low resistance indicating a blown fuse. No further testing was required during dmm testing. P/n 151622-01: since thermal damage was present, no further testing was deemed necessary. P/n 119879-01: the solenoid was not evaluated due to the thermal damage observed. P/n 353844-01: both retractors were not further tested due to evident physical damage as copper exposure was detected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 4.1 and 4.2 failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy station, which caused a delay to the patient care. As per part investigation, it was determined that there was exposed copper wire in the retractor bands. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system drawers 4.1 and 4.2 had malfunctioned and not detected on the communication bus. The customer reported that the malfunction occurred when user trying to issue the medication to patient, causing a delay of an hour in accessing the medication for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers 4.1 and 4.2 experienced a malfunction and were not recognized on the communication bus.. A field service engineer conducted an inspection of the station and observed that the 4.1 latch solenoid was locked due to overheating. The drawer controller component q601 for 4.1 showed visible burn damage. Additionally, the retractor band of this drawer exhibited cosmetic smoke stains. A replacement drawer controller, solenoid, and retractor band were installed. Upon powering up the system, it was noted that all diagnostic leds on the pmc were off. A replacement pmc was then installed, and the drawer was reconfigured. After the subsequent power-up, it was found that all pockets were off the bus. A second retractor band was installed, and all rowboard connections were reseated, discovering that the connection for tray 1 was loose. Further testing after the restart confirmed that operations had been restored, and the system was reconfigured. The system functioned as intended after the field service engineer troubleshooted the device .